Event description:
General report received of an unspecified number of undocumented incidents of no flow. The solusets were being used to deliver unspecified solutions and medications. It was reported that after unspecified lengths of time in use, the solutions would not flow. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel.